Event description:
Post-uae lower back discomfort. Nurse in drs office said it was secondary to fibroid shrinking. One and a half years post-uae lower back pain continues. Experiencing burning during urination. Pt would like exploratory surgery to determine basis of these problems. However, the ir who performed the embolization claims that it is not his responsibility, post-procedure. He said to see the gynecologist, who claims it is not his responsibility and that I should see the ir who performed the embolization. Pt suspects these complications are secondary to uae since they began "de nebo" post-embolization. Pt believes this procedure should be banned.